Manufacturer narrative:
(B)(4) date sent: 8/17/2015 information was not provided by the initial contact. Device was not returned for evaluation. The device was disposed of and will not be returned. Additional information received: the product code is unknown and so is the product family, initial surgery type, and initial surgeon. The rep reported, this complaint comes on the heels of a very similar complaint involving a tx60d, so he strongly suspects it is the same device but does not have confirmation from the account yet. He was copied on an email chain from the account with case information. Email from resident to quality team at account: I just transferred over to the trauma service on monday a patient with a post op intraluminal hematoma from a staple line bleed that caused obstruction and a bit of a leak. Seems odd to have four of those in the last six months. ((B)(6) is aware of the one from a tx60d in june, (B)(4): he sent in a specimen for this too) response from the surgeon to the resident: did the patient require a reoperation? If so, we want to preserve the staple line to be analyzed by the company engineers. Response: the bleed was noted on post-op day one, but the patient did not return until post-op day eight when it failed to resolve and he developed melenic stools. Surgeon asked in response: was the bleeding solely intraluminal, was there any bleeding in the peritoneal cavity, did you notice any gross deformity of the anastomosis staples? Trauma surgeon who did the re-op responded: I brought the patient to the or on post op day eight, the patient was not toxic, but had fevers to 103 f. Found to have three to four millimeter dehiscence at corner with a large intraluminal clot. I did not notice any deformity of the staples or peritoneal bleeding save for what clot/succus had spilled. The staple segment was resected by dr. (B)(6) and sent to pathology. Dr. (B)(6) is the emergency room (ER) trauma surgeon.

Event description:
It was reported that following an unknown procedure, the patient required a second surgery to treat an intraluminal hematoma from a staple line bleed that caused obstruction and a bit of a leak. Eight days after the initial procedure, the patient had a re-operation in which the surgeon found a three to four millimeter dehiscence, no peritoneal bleeding, and no deformity of staples. The staple line segment was resected and the surgeon asked pathology to preserve the specimen. The patient status has improved. The device was discarded after the first procedure.